Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold and opening on anterior. A visual and microscopic analysis was performed which identified striated opening on anterior. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Patient reported right side capsular contracture baker grade IV. Device explanted.